Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had power error. The customer's blood glucose level was 14 mmol/l at the time of incident. It also stated that troubleshoot was performed for power error on insulin pump and power error recurred within a week of troubleshoot of previous occurrence. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.